Manufacturer narrative:
G9: exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the reported patient effect of surgical procedure as listed in the graftmaster rx coronary stent graft system, instructions for use is a known patient effect that may be associated with use of a coronary stent in native coronary arteries. The investigation was unable to determine a conclusive cause for the reported failure to advance; however, the subsequent treatment appears to be related to the operational context of the procedure. There is no indication of a product quality issue with respect to the design, manufacture or labeling of the device.

Manufacturer narrative:
Exemption number e2019001. The device was discarded and is not returning for analysis. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6) 2019, the patient presented with a 5mm, right coronary artery (rca) perforation. As treatment, a 4.0x19mm graftmaster stent delivery system (sds) was attempted, however, the device failed to cross the perforation site. The device was removed without issue and the patient went for a surgical closure of the 5mm perforation. The surgery successfully sealed the perforation and the event resolved without sequela. Per physician, the graftmaster device did not cause or contribute to complications or adverse events. No additional information was reported regarding this issue.